Event description:
It was reported that the ventilator during bench repair, the power cable had a high grounding resistance (1ohm) and must be replaced in order to pass the electrical tests. There was no patient involvement. The unit was sent in for bench repair for repair/service. The power cord was replaced to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The device was not being used for treatment when the reported event occurred. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The removed power cable was returned to the product investigation lab (pil). Through the use of the electrical safety analyzer, the ac power cord failed esa resistance test verifying a faulty ground wire portion of the power cord. The resistance measurement of the ground conductor of the power cord is high and out of spec. Tech verified that the power cord passes all current leakage testing. Complaint of faulty power cord verified.